Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital because of intermittent sync alarms. He appeared to be hemodynamically stable despite the alarms. The patient was changed from the tlc-ii to the duel drive console and the patient appeared to stabilize. Over the next few days, the patient continued to have persistent sync alarms and he was noted to have frank bleeding from the lvad cannula exit sites. The patient also had a diminished flash test on the rvad. The patient was taken back to the o.r for exploration. During the surgery, the surgeon noted a small hole in the lvad outflow that appeared to be the cause of the bleeding. The hole was repaired with a pledgited suture and the patient stabilized.

Manufacturer narrative:
The patient remains on going with the device and no further issues have been reported. The patient is a candidate for transplant and after transplant, the surgeon would like at that time to send the outflow graft back for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.